Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported 3 months after the dental implant was installed in the pt's mouth it was verified its non osseointegration. A 45 ncm of primary stability was achieved load was not performed. Pt had low bone quality (bone type iii) and bone graft was executed. The implant was carried out immediately.